Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose level was 498 mg/dl. Customer¿s current blood glucose value was 399 mg/dl. Customer treated with manual injection for high blood glucose. The product will return for analysis.